Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, the device failed to display an image, and the ultrasound system did not start after power up despite multiple restart attempts. The procedure was not completed due to this event. There were no patient complications.